Manufacturer narrative:
Follow-up with customer: did the needlestick result in any injury or patient consequence? The stick was to myself, no known injury or consequence. Did you notice anything unusual about the needle/cap in question (cap size too large, etc.)? Nothing unusual, just seemed like it wasn't put on properly or was defective. Usually those caps are on quite tight. Investigation: no similar complaints within the lot. Retained sample testing: (B)(4) retained samples were visually inspected for detached needle cap - no units were present with this issue. (B)(4) retained samples underwent needle cap force test - all units met the standards. Manufacturing records: review of the in-process assembly and packaging inspection reports did not find any nonconformities relating to detached needle cap. Review of the production equipment and inspection machine used during manufacturing found no issues with the machinery. Conclusion: no nonconformities were observed in the retained samples or manufacturing records. Since the sample was not available for testing, the exact root cause could not be determined. Potential causes may be broken or cracked needle cap, deformed injection defect, or movement during transportation. (B)(4).

Event description:
Customer went to grab a syringe from a bag of exelint insulin syringes and was stuck by a needle where the cap was missing. An extra cap was found in the bag.